Event description:
The reporter states that the caregiver tested the patient and obtained the following blood glucose comparisons on the accu-check inform system: 383 mg/dl and 39 mg/dl; 27 mg/dl and 147 mg/dl. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.